Manufacturer narrative:
A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, boston scientific concludes this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise and exhibited oversensing with no conclusive evidence of a product performance issue or inadequate lead-to-electrode connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the nature of incident field for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: with all of the available information, including device data, x-rays, and information from the field regarding patient testing performed, the investigation determined this device exhibited oversensing due to noise that was consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, a definitive cause of this sensing behavior has not been determined and the event was resolved by reprogramming to the secondary sense vector.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a stored untreated episode due to oversensing of noise. Sense b noise was suspected. The noise was reproduced in the primary vector in clinic with patient maneuvers. This was resolved by reprogramming the system to the secondary vector. X-rays were taken and did not reveal any anomalies. It was also noted that this system has high impedance and a defibrillation threshold (dft) test is being scheduled. No adverse patient effects were reported. Currently, this s-ICD system remains in service.